Event description:
It was reported that a receiver power issue occurred. On 12/28/2024, it was reported that the patient experienced a hypoglycemic episode following receiver power problem. According to the report, the patient reported that his receiver stopped working between 4 and 9 pm on (B)(6) 2024. He charged it and tried to turn it on multiple times, but it still not working. The last known cgm was not documented. By that time, he felt lightheaded and dizzy. It was not documented whether he checked the bg. He decided to call 911 around 9:00 pm, and the paramedics arrived around 9:15 pm. The paramedics advised him to proceed to the hospital after completing the finger stick of 72 mg/dl. He arrived at the emergency room around 9:30 pm or 10:00 pm. They gave him carbohydrates and an unremembered injection for hypoglycemia reversal. He felt better after treatment and the bg was 120 mg/dl. He was discharged after 5 hours. The patient was in good condition during the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction/additional information. H6: type of investigation - additional.

Event description:
Subsequent to the initial MDR, a correction is required. B5: it was reported that an adverse event occurred. On (B)(6)2024, it was reported that the patient experienced a hypoglycemic episode following receiver power problem. According to the report, the patient reported that his receiver stopped working between 4 and 9 pm on (B)(6)2024. He charged it and tried to turn it on multiple times, but it still not working. The last known cgm was not documented. By that time, he felt lightheaded and dizzy. It was not documented whether he checked the bg. He decided to call 911 around 9:00 pm, and the paramedics arrived around 9:15 pm. The paramedics advised him to proceed to the hospital after completing the finger stick of 72 mg/dl. He arrived at the emergency room around 9:30 pm or 10:00 pm. They gave him carbohydrates and an unremembered injection for hypoglycemia reversal. He felt better after treatment and the bg was 120 mg/dl. He was discharged after 5 hours. The patient was in good condition during the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.